Event description:
Using fixodent and polident not only don't stay or keep my teeth in. I have to use every time I eat, plus I get sores on my gums. At times very sore. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2006 - 2009. Diagnosis: denture cream to hold in. Event abated after use stopped: no.